Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: dallas medical center recently reported to us that they had an accident with one of their IV pumps in which patient was negatively affected, no other information was provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, no issues were observed. The device operated as intended. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 58 seconds or 101% of expected accuracy. Preventative maintenance was performed. Logs show no pump activity on reported incident date on (B)(6) 2024. All information concerning this reported incident has been included in our trend analysis of the product line.